Manufacturer narrative:
The customer sent sound meter images showing the vision's noise levels measured on (B)(6) 2020 (after the rotors were lubricated by fe). Readings were: 78.6, 86.8,86.3,87.1 dba. The readings are above the vision's ref guide reference of "the instrument does not create sound pressure levels above 70 dba. No additional hearing protection is required." Pg 2-6 in the vision ref guide. The account rep was contacted and he stated the mod for noise reduction is planned to be installed the week of aug 10, 2020.

Event description:
Customer reports a coworker has loss hearing due to the vision being too loud. This individual went to get a hearing test and was informed she had lost hearing but no exact measurements were provided to tsc. The reporter also states the vision noise was measured by their internal biomed dept and it was recorded as having very high decibels. Tsc requested for the report and she will fax it. Customer initially requested for a dome to be placed over the vision or a belt driven mechanism to reduce the noise levels of the analyzer. She heard these modifications were available from others in the industry. Tsc will forward request for noise reduction mod to the fe and account rep on behalf of customer marked with high priority. Tsc emailed the account rep and fe for awareness of the customer's request for mod to reduce vision noise. Tsc contacted customer for follow-up: on 22jul2020-followed up with customer. She indicated she will wait for sales rep to arrive tomorrow regarding the noise concern. She did not have time to fax report regarding decibel readings nor to discuss further due to heavy work volume at this time. Tsc will contact sales rep directly. Customer will be followed up again at a later time. On 29jul2020-followed up to obtain information regarding the claim of hearing loss. Customer requested call back tomorrow. On 30jul2020-customer was followed up but she was not available, tsc will call back. Followed up with customer. The hearing test was done at (B)(6) and they will mail the report to her. When it arrives, she will voluntarily share it with tsc for documentation. During discussion, she mentioned fe (B)(4) was onsite. He is performing the pm at this time and it will include lubricating the rotors. The requested mod installation for noise reduction is planned for next week. On 05aug2020- tsc followed up again with customer. She will fax the hearing test report dated (B)(6) 2019. She will also have the biomed submit decibel reading report at a later time. Tsc will follow up again regarding this. Customer states she is considering getting hearing aids. Tsc will email account rep and fe for eta of the mod to reduce noise. On 06aug2020-tsc received the operator's (B)(6) hearing aid center report dated (B)(6) 2019. Ortho vision ID-mts serial# (B)(4) was installed at customer site on 14aug2018. She considers the hearing loss permanent and will purchase hearing aids in the near future. The customer sent sound meter images showing the vision's noise levels measured on (B)(6) 2020 (after the rotors were lubricated by fe). Readings were: 78.6, 86.8,86.3,87.1 dba. The readings are above the vision's ref guide reference of "the instrument does not create sound pressure levels above 70 dba. No additional hearing protection is required." Pg 2-6 in the vision ref guide. The account rep was contacted and he stated the mod for noise reduction is planned to be installed next week.